Manufacturer narrative:
The tina-quant albumin gen.2 reagent lot number was 944585 with an expiration date of 30-nov-2027. The alarm data showed a high number of sample-related alarms in (B)(6) 2026. The field service engineer found that the reagent probe was slightly bent. He replaced the reagent probe and checked/adjusted the reagent probes' positions. He washed the flow paths for the reagent probes and checked the wash levels. A hardware check was performed, and it was within specifications. The cause of the event was due to a slightly bent reagent probe and a preanalytical issue at the customer site. Preanalytics are within the customer's responsibility.

Event description:
We received an allegation about discrepant results for 3 patients' samples tested with tina-quant albumin gen.2 assay on a cobas c 503 analytical unit (line 3). Sample 1: initial result: 36.000 g/l. Repeat result: 57.000 g/l (tested on a different instrument). Sample 2: initial result: 5.9 g/l (tested on line 3). The initial result did not align with the electrophoresis results, prompting the repeat of the sample. No questionable result was reported outside the laboratory. 1st repeat result: 47.2 g/l (tested on line 1). 2nd repeat result: 44.8 g/l (tested on line 2). 3rd repeat result: 46.5 g/l (tested on line 3). Sample 3: initial result: 57 g/l (tested on line 3). Repeat result: 36 g/l (tested on line 2), and this result correlated with the patient's electrophoresis results and previous results.